Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt of the harvesting procedure, the balloon on the ptt of the vasoview hemopro 2 popped. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The complaint device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, it could not be evaluated. While the requirement for evaluating a retain sample for disposable devices (excluding cardiopulmonary tubing packs and vascular grafts) became effective on (B)(4) 2013, the process and logistical requirements for pulling, storing and managing retain samples were not established until (B)(4) 2014. Therefore, it is not possible to evaluate a retain sample for complaints reported against batches/lots manufactured before march 2014. A warehouse search was performed using sap and no inventory was found for the subject lot. A retain sample from a similar lot (lot # 25094660) was fully tested and found to be acceptable. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).